Event description:
On (B)(6), 2010 a doctor reported to sybron implant solutions (B)(4) that a pitt easy abutment screw fractured.

Manufacturer narrative:
An evaluation could not be conducted on the fractured abutment screw, as it could not be removed from the implant. The crown, abutment, and the remaining portion of the screw were not returned to sybron implant solutions (B)(4) for evaluation. No x-rays were provided by the doctor, nor were any details regarding patient outcome. No part number or lot number was provided for the abutment screw, therefore a review of the manufacturing records could not be conducted. The cause of the fracture remains inconclusive, as no further investigation is possible.